Event description:
Procedure: lap chole. According to the reporter: during the surgery, the surgeon pushed the pouch out, he/she confirmed that the root of the pouch had been broken. The surgeon stopped using the device. Nothing fell into the pt cavity. The surgeon used another device.

Manufacturer narrative:
(B)(4).